Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that patient was experienced high blood glucose. The customer¿s blood glucose level was 413 mg/dl. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. Customer also reported that no delivery alarm was occurred but it was resolved by complete set changed. The insulin pump will not be returned for analysis.